Event description:
The customer reported that the jaws would no longer open while on tissue. The surgeon used bipolar forceps to coagulate and cut the tissue with scissors. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The jaws of the device were not stuck shut. The handle was latched and unlatched ten times with no problem. The knife was activated on a silicone test strip with acceptable results. The knife was inspected under magnification and no damage to the leading edge of the blade was found. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The jaws of the device did not stick to or lock on the simulated tissue. Covidien could not replicate the reported event.